Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced a low blood glucose(bg) level of 40 mg/dl. Suspected cause was due to the customer not having a continuous glucose monitoring session on the pump resulting in the customer not keeping track of bg levels. Customer continued to use the pump for insulin therapy.